Manufacturer narrative:
Additional information provided confirmed a second sapien 3 valve was implanted in the existing sapien 3 valve due to insufficiency.  Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing.  The edward sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis.  Deployment of the sapien 3 valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.   The exact cause of the aortic regurgitation cannot be confirmed.  It is possible that the patient¿s co-morbidities (listed above) or the mechanisms listed above might have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), three years after the implantation of a sapien 3 valve inside a surgical valve in the tricuspid position, a new sapien 3 valve was implanted.